Event description:
The customer reported the battery led charge indicator light is always amber and it never changes to green to indicate a charge.

Manufacturer narrative:
(B)(4). The customer reported the battery led charge indicator light is always amber and it never changes to green to indicate a charge. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.